Manufacturer narrative:
This report is being supplemented to provide additional information received. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope coat of the image guide (ig) snaking was peeled off at (1 mm2 or more). There were no reports of patient harm or involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.